Event description:
Customer reported a problem with the energy storage unit on bv-pulsera. The battery unit broke down during the operation and it became impossible to generate x-rays.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.